Event description:
It was reported that upon interrogation of the device, inappropriate ams episodes were observed due to far r-wave oversensing. It was also noted some episodes could have been caused by noise from external sources or possible myopotentials. Programming changes and lead provocative testing were recommended. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.